Event description:
The customer reported that the battery was lasting a week. Troubleshooting was performed. The customer stated that she was vomiting at the time of the call and the blood glucose reading was 448 mg/dl. Advised customer to drink diet ginger ale, water and to change the infusion set. The customer stated that her blood glucose went from 411 mg/dl to 448 mg/dl. Troubleshooting was not completed because the customer was on her way to the emergency room. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.